Event description:
The customer reported difficulty acquiring 12-lead ECG.

Manufacturer narrative:
The customer reported difficulty acquiring 12-lead ECG. The customer isolated the issue to the ECG leads trunk cable. A philips field service engineer confirmed the failure and remedied it by replacing the ECG leads trunk cable.